Event description:
The customer reported that the buttons on the insulin pump were not responding, but the time on the device was advancing. The customer's blood glucose reading was 200mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were responding properly and no moisture damage on the keyboard was found. The insulin pump was received with an alarm during the basic occlusion test as a result of a loose drive support disk.